Manufacturer narrative:
: Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (false shock event) was investigated. As received, the monitor was fully functional and able to detect and treat. The electrode belt was able to detect and treat. Upon evaluation, the rear 2 therapy electrode (te) did not deploy gel, but this did not affect the ability of the device to successfully treat the patient. Medical affairs review of the treatment event confirmed that the patient received two appropriate shocks during two episodes of vt. The first arrhythmia was converted to a slower rhythm. The second arrhythmia remained in vt after the shock was delivered. The response buttons were pressed after the second treatment was delivered. The patient is currently in the hospital. The alleged report that the vibrations form the power drill contributed to the treatment event were not confirmed. The patient received two appropriate shocks for two appropriate vt detections. Device manufacture date: monitor 05/2012. Belt: 09/2010.

Event description:
A patient service representative (psr) contacted zoll customer support to report that hospital notes for a (B)(6) year old male patient indicated "the patient was working on a roof with a power drill. The vibrations set the alarms off, and the patient did not press the response buttons. Patient was believed to have been treated, causing him to fall of the roof".